Event description:
After pipetting an antibody screening plate on summit it was observed that no sample was added to wells a1 and h1. No error was generated by the summit. No death or serious injury was associated with this incident.